Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was using auto mode of insulin pump. Customer stated that the infusion set did not stick to the site properly. The insulin pump will not be returned for analysis.